Event description:
It was reported that the patient was found with hole a in tracheostomy pilot balloon line. No additional information.

Manufacturer narrative:
No product was returned for investigation. The investigation will be reopened if product is received.